Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use resolute onyx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting 100% total chronic occlusion in the proximal right coronary artery (rca). There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre dilated. The device did pass through a previously deployed stent. There was no resistance encountered when advancing the device. Excessive force was not used during the delivery. It was reported that sub-acute stent thrombosis occurred between 24 hours and 30 days post stent implantation.

Manufacturer narrative:
There was no issues noted during stent deployment and the stent was fully expanded. After procedure timi-3 flow achieved. The thrombus occurred in the newly deployed stent. The patient was on dapt when this thrombotic event occurred. If information is provided in the future, a supplemental report will be issued.